Event description:
Primary stability achieved, no osseointegration. Diabetes ii, high blood pressure. Swelling, abscess, bleeding. Gingiva former got loosened and caused food to stick inside the hex of the implant.